Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "during a stryker review of invoices it was identified that an adm 28/52 with a 42mm mdm liner and a 52mm "e" psl cup. Surgeon notified (B)(6) 2011."